Event description:
Customer reported via phone that they experienced loss of communication between pump and transmitter. The customer experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose value was 392 mg/dl. Troubleshooting was not performed. The insulin pump will not be returned for analysis .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.